Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). There was a delay of approximately 45 minutes that increased the surgical time. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device had inadequate meshing during surgery. The mesher did not completely penetrate the graft. The outline of the mesh was there but the holes had to be cut manually. The graft had to be cut manually increasing surgical time by approximately 45 minutes. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2017, it was reported that the device had inadequate meshing during surgery. The outline of the mesh was there but the holes had to be cut manually. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in issue evaluation (B)(4). Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the meshgraft ii on december 19, 2017 revealed that the cutter and roller were both worn and the handle was damaged. The calibration was out of specifications. Repair of the meshgraft ii was performed by zimmer biomet surgical on december 19, 2017 which included replacement of the cutter, roller, and handle. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non verifiable during the initial inspection the service technician unable to replicate the reported event. The root cause of the reported event could not be specifically determined with the information that was provided. The issue was resolved with the replacement of the cutter, roller, and handle. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Meshgraft ii, serial number (B)(4), was repaired, tested and returned to the customer.